Manufacturer narrative:
The technician found that the casters were worn. He replaced the casters to repair the bed.

Event description:
Info received indicates when the brakes were activated the casters will still swivel but the casters wheels are holding.